Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided for the investigation. The photos show tubes appearing to have globules oil droplets, therefore this complaint is confirmed based on the photos provided. Testing of retention samples was not an option since the tubes have already expired. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced air bubbles in the gel. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "they are facing some issues with the ssts tube and trying to find out if bd's tube is the problem."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced air bubbles in the gel. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "they are facing some issues with the ssts tube and trying to find out if bd's tube is the problem."